Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices. As such, the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.